Event description:
It was reported that the patient presented with systemic septicemia and mrsa infection. An echo showed vegetation on the right atrial lead. The patient was not dependent. The system was explanted. The patient was asymptomatic prior, during and after the case and was stable in the recovery room.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.